Manufacturer narrative:
Additional information was received indicating that the cause of the rupture was likely due to the force used combined with native calcification/tortuous nature of the aorta, and a possible kink in the guidewire.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) could not pass through the tortuous descending aorta. Different techniques were used to attempt to cross this portion of the aorta. During these attempts, there was a sudden drop in blood pressure and an angiogram revealed a rupture in the descending aorta. It was attempted to use a balloon to stop the bleeding, however this was unsuccessful, and the patient subsequently expired.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event have been unsuccessful. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.